Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Encoder flex found out of specification and the battery drawer found contaminated. The upper case, lower case, two side bail covers, and ring cover found broken.

Event description:
It was reported the ventricular reading was consistently saying high current. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.